Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power supply. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the dpm 5 monitor sut down, which may have affected pt monitoring. No pt injury was reported.